Event description:
It was reported that the patient experienced increased implantable pulse generator (ipg) charge burden and frequent charging requirements. As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was retained by the patient.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.